Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial. The stem remains implanted and was not revised as previously reported. Corrected data: date of event ¿ blank ¿ not revised - remains implanted. Date of explant ¿ blank ¿ not revised - remains implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur. Listed under possible adverse effects: "material sensitivity reactions.", "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." And "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 6 of 6 mdrs filed for the same event (reference 1825034-2012-00756).

Event description:
Patient's legal counsel reported the patient underwent bilateral hip arthroplasty utilizing biomet components on (B)(6), 2005. Per the patient's complaint, patient alleges pain, swelling, lack of mobility and/or metallosis. A revision procedure was performed on (B)(6), 2010 to only one of the patient's hips, however it is unclear as to which side was revised. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.